Manufacturer narrative:
(B)(4). The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. Signs of blood and clinical use were not observed. There was damage to the distal lens observed in the visual inspection. An area of discoloration visible to the unaided eye at arm¿s length was observed on the distal lens. An image quality inspection was not possible due to the severity of the damage to the lens. A clear image was unable to be obtained. Based on the results of the evaluation, the reported complaint for "image resolution poor" was confirmed.

Event description:
The hospital reported while testing and sterilizing the endoscope, it was discovered that the lens looked damaged and the image was blurry. It was not being used on a patient at the time of failure.

Manufacturer narrative:
On (B)(6) 2015 02:57 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported while testing and sterilizing the endoscope, it was discovered that the lens looked damaged and the image was blurry. It was not being used on a patient at the time of failure.